Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information available ¿ including any returned device (if provided), photographs, videos, the event description, and field feedback ¿ arthrex has determined that the most likely cause of the reported issue is improper surgical technique during device insertion. The most likely cause of the reported failure includes: misaligned insertion, resulting in off-axis loading of the device. Prying or leveraging the device during insertion can introduce unintended mechanical stress. Using excessive force, leading to overstress of the distal tip and subsequent breakage.

Event description:
On 09/23/2025, a facility representative reported via (B)(4) that an ar-6068-45l 45-degree left-curved quickpass lasso tip broke while the surgeon was attempting to position it through the labrum. The broken piece was retrieved, and the labral repair was successfully completed. No patient was affected.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.